Manufacturer narrative:
H6: evaluation codes updated device evaluation: no product was returned. No photographic or diagnostic evidence was provided. The root cause of the customer reported issue could not be determined. If the product is later returned, the file will be reopened.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there is an unusual heating alarm and a tube connection alarm error. There was patient involvement and unknown patient harm/adverse event reported.